Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and customer press button and it would not react. The customer stated that the numbers were not ramping or the scroll bar was not moving up or down with no input from the user as or up down button may be stuck. Customer replaced with a recommended new or fully charged battery and check status screen, main menu and up or down arrows buttons were not responding. No harm requiring medical intervention was reported. The device will be returned for analysis